Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for follow-up, premature battery depletion was observed. As this is a recall device, the device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.